Manufacturer narrative:
Alleged failure: the customer reported that two dri-lok threaded cannula cracked during the case. The case was completed using an alternative. There was a slight delay while the alternative was found. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) excessive force applied on device, 2) patient anatomy, 3) portal location, or 4) incorrect cannula diameter/length. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product cracked. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product cracked. The procedure was completed successfully.